Event description:
It was reported by the patient that their pacemaker was "goofed up" and that it had been reprogrammed to "switch the top part off". Their "heart quit racing", and had been going "111 to 121 for over a month". They are not sure what was done specifically, but questioned if tv could have interfered with pacemaker. They are feeling better since a programming adjustment. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.